Event description:
Fractured rv defibrillator lead medtronic fidelis noise noted on lead, impedance increased to >2600 ohms and oversensing noted. Required pt to have new defib lead placed. No inappropriate shocks noted.